Event description:
I received juvederm ultra plus on (B)(6) 2016. Two days later I began to have migraine headaches, blurry vision, fatigue, neck, back and head tightness, anxiety, fascial nerve pressure, brain fog, etc. It has been 4 months and I am still dealing with daily headaches, neck, back and head tightness, blurry vision, slight anxiety, sleep issues, fascial pressure, fatigue. The symptoms have slowly improved, but I am far from better. Quantity: one injection. How was it taken or used: injected into medial and lateral cheek. Date the person first started taking or using the product: (B)(6) 2016. Why was the person using the product: cosmetic reasons.